Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 80% stenosed, 38x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Lot number from 0023999265 to 0023942137. Synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 83.4cm distal to the distal end of the strain relief. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Updated d4: lot number from 0023999265 to 0023942137. Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 83.4cm distal to the distal end of the strain relief. Multiple kinks were located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 38mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the stent structs was lifted up. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.